Event description:
It was reported that during a sleeve gastrectomy procedure the surgeon used the device and completed the case with no issues or patient consequence. The same day the patient was not feeling well and became hypertensive. His crit dropped to 39 then dropped to 35. CT was done. They brought patient back to open and find leak. - a free standing non active pool of blood was noticed. It is unknown exactly where the blood was in the patient. It is also unknown what caused the bleeding or how they examined the patient. The surgeon stated that the device did not do a good job of sealing the short gastric. The surgeon also stated that the new gen 11 causes the device to cut faster than the device seals. The patient is still in the hospital being monitored. The device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Information from surgeon: there was no blood loss while in the or. Seals were fine, but had to go back for bleeding (unsure where bleed was from) hematoma along greater curvature. Four to five units of blood given. No post-op issue with patient that could have contributed to the post-op bleed. Additional information from sales rep: why does the surgeon feel that the bleeding came from the harmonic or the short gastrics? The staple line looked perfect with no hematoma or swelling. That much blood could have only come from the short gastric. What disposable(s) was being used? Ace 36. What other instruments were used during the surgery? Echelon flex. Was the surgical field inspected and found to be dry (no bleeding) when the patient was closed? Yes. Did the gen11 display any yellow alert screens during the procedure? No. What power setting was the generator on? 3 & 5. Was the power level of the generator changed to achieve better cutting and/or coagulation? No. Was a transfusion required? Yes 4 to 5 units during hospital stay. Was the patient taking any anticoagulants, such as aspirin, anticoagulants, or antiplatelet agents)? If yes, specify prescribed medication. Asprin and plavix and it was held for 7 days prior. Has the patient undergone any radiation/chemotherapy therapy? If yes, please specify radiation, chemo, or both. N/a. Does the patient has a known coagulation disorder? No. Has the patient taken any steroids? Not aware of any. What was the total blood loss? Non during surgery, when they brought patient back they opened up the belly and took out about 2 liters of clot. What is the current patient condition? Patient went home 2 days later.